Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the patient was placed on extracorporeal membrane oxygenation (ECMO) post-procedure and transferred to another hospital.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07901. It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. After a guidewire crossed the lesion, pre-dilatation was performed and a 2.75 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the middle stent strut was lifted off the balloon. Subsequently, another 2.75 x 16 synergy ii drug-eluting stent was advanced and successfully implanted. However, at this time there was a loss of blood flow in the lad. It was then realized that the physician had wired a dissection plane after dissecting the lad with the pre-dilatation balloon. This resulted in the first synergy ii stent not crossing and the second synergy ii stent was then implanted in the subintimal space leading to the loss of blood flow. The physician was able to re-wire the true lumen and open the lad. No further patient complications were reported.